Event description:
The sales representative reported on behalf of the customer that the k475, 4.75 mm argo knotless anchor was being used on (B)(6) 2026 and ¿looks as if the weld of the argo k475 disassociated from the insertion shaft of the device. Surgeon found artifact in x-ray after follow-up with patient in office.¿ per further assessment it was reported that "...it looks like the weld must have failed distally to the inserter shaft leaving the hex anchor driving tip in place, inside the screw anchor. Surgeon yesterday said the patient is doing very well and is satisfied with their shoulder repair. They will not remove the piece... The technique was a biceps tenodesis, the technique is done arthroscopic and getting to the bicipital grove without leverage is the more challenging aspect of that technique. The surgeon has used this technique with our screw anchor multiple times. Nothing was noticed, as noted not until x-rays were screened at the patient¿s follow-up." There was no impact or injury to the patient. The procedure was completed without an alternate device. ¿surgeon has stated, everything has gone well with the patient and full recovery.¿ this report is being raised due to the reported injury of tip of inserter remains in the patient.

Manufacturer narrative:
G3 initial awareness date was 3mar26. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.